Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the user identified the catheter hub leaking from a crack. The following information was provided by the initial reporter. The customer stated: this is a report about leakage of blood from the catheter hub. After confirming backflow of blood, the hcp pressed the button to activate the safety mechanism, and then blood leakage from the side of the catheter hub was observed. When checking the leakage site (the side of the catheter hub), the hcp discovered a crack/pinhole.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and three photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot (incompletely formed adapters) during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. The device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter, the user identified the catheter hub leaking from a crack. The following information was provided by the initial reporter. The customer stated: this is a report about leakage of blood from the catheter hub. After confirming backflow of blood, the hcp pressed the button to activate the safety mechanism, and then blood leakage from the side of the catheter hub was observed. When checking the leakage site (the side of the catheter hub), the hcp discovered a crack/pinhole.